Manufacturer narrative:
Age or date of birth: average age. Sex: majority gender. Date of event: journal available online journal article. Title: "single-center retrospective review of early outcomes of radiofrequency ablation versus cyanoacrylate ablation of isolated great saphenous vein insufficiency." Journal of vascular surgery: venous and lymphatic disorders copyright 2019, by the society for vascular surgery. Published by elsevier inc. Https://doi.org/10.1016/j.jvsv.2018.12.017. If information is provided in the future, a supplemental report will be issued.

Event description:
This article presents early outcomes of radiofrequency ablation (rfa) vs cyanoacrylate closure (cac) for the treatment of isolated great saphenous vein (gsv) insufficiency. 159 patients were included in the study with 84 of them belonging to the rfa group. All patients underwent lower extremity venous colour duplex ultrasound (dus) examination prior to the procedure. Average vessel diameter in the rfa group was 7.25mm. In all patients, the procedure was performed using local anaesthesia under sterile conditions in the operating room. In the rfa technique, the gsv was percutaneously cannulated from above-knee level under local anaesthesia by guidance of dus. A 6f introducer sheath was inserted into the saphenous vein, and a closurefast rfa catheter was pushed 3 cm distal to the saphenofemoral junction (sfj). Tumescent anaesthesia was infiltrated into the peri saphenous compartment under the guidance of dus. Each segment of the treated saphenous vein was exposed to a two-cycle radiofrequency pulse. Compression was also applied simultaneously to the treated segment through the dus probe. On average 30cm of vein was treated per patient. After the procedure, the saphenous vein segments that were treated were controlled through dus. No additional attempt for phlebotomy or sclerotherapy was applied. All patients were uneventfully discharged on the day of the procedure. All patients were mobilized in the early period. To follow a standard follow-up protocol, all patients were instructed to wear compression stocking for 7 days. None of the patients experienced any major complication after the procedure, including death, deep venous thrombosis, and pulmonary embolism. Skin pigmentation and ecchymosis is reported for 3 patients in each. One patient is reported to have developed paresthesia, but clinical symptoms spontaneously resolved within 3 months. Phlebitis was reported in 5 patients which were treated with nonsteroidal anti-inflammatory drugs and antibiotherapy for a week. Closure rates of the gsv were evaluated at 1 month, 6 months, and 12 months through venous dus. Closure rates in the rfa group were reported as 98.8% at 1 month, 95.2% at 6 months, and 92.8% at 12 months.